Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. No patient harm was reported, no repeat procedure was performed and it is not stated if the defective device will be returned for investigation.